Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection between the adt/orders message broker module (mbm) and the clinical care environment (cce) had been disrupted, preventing messages from crossing between the enterprise system (es) and cce. A technical support specialist resolved the issue by stopping and restarting the adt/orders mbm, which reset the connection. After this action, the message flow was verified and confirmed to be functioning correctly between es and cce. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple orders were not crossing over to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.